Event description:
Initial reporter indicated that they had a pt that was set to output current of 0.25ma and when they interrogated the pt, they began to scream and were set to 1.75ma. The pt's settings were lowered back to 0.25ma. A cross programming event is suspected to have occurred. The physician did go from one pt programming session to the next pt without pt interrogation. The site's programming software is at the MFR pending completion of analysis and review of programming history. Teaching has been provided to the site.

Manufacturer narrative:
Analysis of programming history.

Event description:
The flashcard was returned for the following alleged reason. "The physician interrogated the generator and patient was at 0.25ma he reinterrogated and patient began screaming in pain. The physician noted that the output current was set to 1.75ma." An analysis was performed on the returned flashcard and software and the reported complaint was verified. A review of the patient history identified that the patient settings were most likely changed as a result of system diagnostic test that was performed before an interrogation had been completed. While the event was confirmed via a review of the programming history, the flashcard and software performed according to specifications during the product analysis lab with no observed anomalies.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently didn't include the mother's report of vomiting, upset stomach and intense neck pain.

Event description:
It was reported by the mother that in addition to screaming in pain, the patient also had extreme neck pain, vomiting, upset stomach, and patient was not even able to tell them what was going on because he was in so much pain. It was reported by the patient that he was also gasping for air during this event. No further relevant information has been received to date.